Event description:
(B)(4). I experience fatigue, stabbing abdominal and vaginal pain, heavy menses, severe bloating, hot flashes, cramping, night sweats, loss of libido, incontinence, urgent urination, prominent cervix, abdominal spasms, bowel issues.